Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing number: 2017865-2021-29296. It was reported that the patient presented for a follow up in-clinic. Upon interrogation, it was noted that the right atrial (ra) and right ventricular (rv) leads exhibited noise oversensing. Programming changes were made on the rv lead. No intervention was made on the ra lead. The patient was in stable condition and will continue to be monitored remotely.